Manufacturer narrative:
Medical products and therapy date detail of product: item number: 0100214160, item name: durom us acet cmpnt 60/54 t, lot # 2338987; item number: 0100185105, item name: metasul ldh, head adapter, s, -4, taper 8/10-18/20, lot # unknown; item number: 00771101000, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset, lot # 60606358. Trend analysis: a trend has already been identified and a CAPA was initiated and performed. DHR review: the quality records indicate that these components met all requirements to perform as intended. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprosthesis". Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim because he underwent revision surgery due to pain, inability to walk long distance or lay on his side, synovitis, metal debris and wear.